Event description:
It was reported that the foot of the maestro small fixed duraguard was bent during a routine maintenance inspection at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Device not returned.